Manufacturer narrative:
Heartsine's investigation established that the device was stored in an adverse environment where temps were recorded which were outside the storage temp range detailed in the user manual supplied with the device. The device history log indicated that a problem had developed in the device at least 9 months before the reported incident and the user was alerted to the problem by the red status indicator flashing. This warning appears to have gone unnoticed by the user.

Event description:
This incident occurred in the (B)(6). No similar incidents have been reported in the us. Heartsine technologies is notifying the FDA of this incident for their info. The problem described by the complainant was as follows. The device was flashing red when received at the reported event. Then when the device was required the pad-pak (battery pack) was replaced and the status indicator flashed green. The device switched itself off after issuing a few prompts. The user could not switch the device on again.